Event description:
Customer reported, the patient was ordered for 34 ml of heparin to infuse over 3 hours; however, the entire bag of 250 ml was infused. Lab tests were drawn and ptt>400. No treatment was done, and the event did not result in any adverse patient event. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included. Event logs have been received for investigation. The device has been requested. A follow up report will be submitted with the investigation findings.